Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure: which triggers the ¿purge pressure high¿ alarm message: could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 52-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an impella cp pump began to experience suction issues immediately following implant. Upon troubleshooting, it was discovered that the cannula on the pump was kinked. Due to the noted issue, the decision was made to replace the pump. There was no patient harm.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The device was returned and tested after arriving in fs. Visual inspection found a kink on the cannula. The root cause of low flow was a kinked cannula.